Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance reading, indicating a possible lead break. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the ncp system. Revision surgery is planned. No serious injury was reported in conjunction with the high lead impedance condition.